Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that the oxytocin bolus wasn¿t given. IV fluid was not running at the programmed rate. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
One set was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, and a bd secondary set was attached and primed with blue dye water. No back flow was observed. The concentricity of the silicone segment was tested. No issues found. An infusion run was performed at a rate of 100 ml/hr for one hour. No observation of over or underinfusion. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.